Event description:
Healthcare professional reported left side rupture and fluid leakage. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reporting rupture of the left device and fluid leakage. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed one opining on the anterior side assessed as surgical damage opening. Additional observations: crease fold observed on the device. Red particle observed on the device. Visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed opening on radius side. Observed red particles device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most.